Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2023-201838 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced inaccurate cgm values. The event occurred an unknown number of days after sensor insertion in the arm. The patient was at a friend¿s house, and prior to the event no symptoms were specified. At 9:30 pm she lost consciousness, so her friend called 911. The sensor displayed values which were low (not specified), and no bg finger stick value occurred. After regaining consciousness, she ate food to stabilize her bg level. Paramedics transported her to the hospital where she was evaluated but did not receive treatment with medication. The bg finger stick value at the hospital emergency room (ER) was not provided. After the event she was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.